Event description:
It was reported that a revision surgery was planned to move the pump from the patient¿s right buttock to the left buttock. The revision was being performed because the patient was experiencing discomfort with the placement of the pump. It was indicated that ¿there was nothing wrong with the system¿. Four days later, it was reported that the pump was moved from the right buttock to the right abdomen. The patient¿s catheter remained active without the need to add any additional length to it. It was stated that the patient was ¿recovering well¿. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was further reported that the pump was revised approximately three months prior to the date of this report in order to secure it in the pocket. Reportedly, when this pump was revised it was placed in another layer of fascia.